Event description:
During a laparoscopic sigma procedure, no function after a few minutes. The error code on display shows instrument error. There was no patient consequence. No further information is available. There was no patient consequence.